Manufacturer narrative:
An investigation based on the clinical details was performed. The patient had achieved hemostasis and experienced a haematoma and dripping blood. The patient had been receiving lovenox for prophylactic anticoagulation. Clotting studies were not performed. In absence of other factors and a young patient with no other comorbidities it is possible lovenox contributed to the extent of haematoma/bleeding.

Event description:
Btm was implanted using staples to the back of right hand and wrist on a full (off-label) and partial thickness burn and crush injury. The wound size was stated to be 2% of the total body surface area (tbsa). Hemostasis was achieved for a week with btm and then two hematomas formed with bleeding. The patient was sent back to the operating room for surgery for btm removal. Clinical outcome of the reported scenario or symptoms experienced by the patient was stated to be resolved.